Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system gave multiple cartridge chemistries (cc) sample probe obstruction errors. Customer reported that there was fluid on capped samples and on the rack. Customer that sample cups and uncapped samples did not have any issues. Customer reported that the volume of the leak was about 3 - 5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted the quick disconnect was not fully engaged causing intermittent loss of vacuum. The fse reconnected and secured the fitting which resolved the issue.

Manufacturer narrative:
(B)(4).